Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad cover was found to be torn at the up arrow and ok buttons as well as peeling around the contrast button. All keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad as well as contamination on all button contacts. This report is made based on results of investigation completed on (B)(4) 2013.